Event description:
It was reported when using the bd tube cit plh 13x75 1.8 plbl ce l/bl there was mix of product types in a pack. The following information was provided by the initial reporter. The customer stated: customer ordered 1 x 363097 (1000) but there where only 1 x 363092 (900) in de package wrongly delivered goods can be disposed of by warden. No returns.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Retention samples could not be tested because the lot number was not provided. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records could not be reviewed because lot number was not provided.